Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was degraded, and the dso sensor was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso sensor and dso seal were both replaced.

Event description:
A device was returned with no information. During evaluation, it was found that the downstream occlusion seal was degraded and the downstream occlusion sensor was damaged.

Manufacturer narrative:
B5: additional information was received that there was no patient involvement.